Event description:
Infection. The patient came to the clinic due to the missing tooth of right lower 5 in (B)(6) 2023. The implantation was performed after examination. The zimmer tsv implant of 4.7*10 was implanted. The patient felt unwell and came for treatment later. The implant site was red and swollen. The implant was removed and the infection was found. Symptoms as a result of the event: inflammation. Tooth site # 45.

Manufacturer narrative:
Zimvie complaint (B)(4). G4: additional 510(k) numbers are k011028 and k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
DHR and sterilization records review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot and no similar event or complaint was found. A definitive root cause could not be determined. Based on the investigation, no malfunction occurred upon investigation. The reported event remains non-verifiable as it is a medical condition. Monthly trending to date has not identified any statistical triggers suggesting potential design or manufacturing related issues. Previously completed investigations for the infection of an implant have not identified any signals indicating potential non-conformances impacting the manufacturing and sterilization processes. Therefore, escalation to CAPA is not required.